Manufacturer narrative:
Additional information: d10, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. However, it was reported that the hd nurse did not stop treatment and the treatment continued. The blood leak was noted as being an internal blood leak. The leak was visually observed in the dialyzer fibers. There was no defect or damage noted on the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm multiple times throughout the treatment. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was greater than 300 ml (exact amount unknown). There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment on the same machine with the same supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.